Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected batteries. Customer¿s blood glucose was unknown at the time of incident. Insulin pump display was grinding during pump rewind. Customer stated that the buttons on insulin pump were hard to press. Insulin was squirting out during priming. The insulin pump will not be returned for analysis.